Event description:
A distributor reported that a customer's insulin pump battery was depleting too quickly. There was no information available about the impact on the customer's blood glucose level. No additional actions or outcomes were documented, and there was no information provided on whether the device would be returned.